Event description:
Event verbatim [preferred term] reporting one false reading / invalid result, false positive [false positive investigation result]. Narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious) with onset (B)(6) 2024, outcome "unknown", described as "reporting one false reading / invalid result, false positive". Relevant laboratory tests and procedures are available in the appropriate section. Causality for "reporting one false reading / invalid result, false positive" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: a retest completed was 12-24 hours after the initial (lucira) positive test. Rapid test use to confirm the false positive. Two total tests were run before getting this false positive. Led status (only for covid/ flu kits) was reported as covid led status: positive: on; flu a led status: negative: off; flu b led status: negative: off. No follow-up attempts are possible.

Event description:
Reporting one false reading / invalid result, false positive [false positive investigation result]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious) with onset on (B)(6) 2024, outcome "unknown", described as "reporting one false reading / invalid result, false positive". Relevant laboratory tests and procedures are available in the appropriate section. No sample or additional information available. Causality for "reporting one false reading / invalid result, false positive" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: a retest completed was 12-24 hours after the initial (lucira) positive test. Rapid test use to confirm the false positive. Two total tests were run before getting this false positive. Led status (only for covid/ flu kits) was reported as covid led status: positive: on; flu a led status: negative: off; flu b led status: negative: off. Product quality group provided investigational results on 29oct2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0). All complaint investigations are trended. There is no current trend alert documented. No follow-up attempts are possible. Follow-up (29oct2024): this is a follow-up report from product quality group providing investigation results. Updated information: update the case type to product problem. Follow-up (31oct2024): this is a follow-up report from product quality group providing investigation results. Updated information: evaluation codes updated.

Event description:
Event [preferred term] reporting one false reading / invalid result, false positive [false positive investigation result]. Narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious) with onset 17aug2024, outcome "unknown", described as "reporting one false reading / invalid result, false positive". Relevant laboratory tests and procedures are available in the appropriate section. No sample or additional information available. Causality for "reporting one false reading / invalid result, false positive" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: a retest completed was 12-24 hours after the initial (lucira) positive test. Rapid test use to confirm the false positive. Two total tests were run before getting this false positive. Led status (only for covid/ flu kits) was reported as covid led status: positive: on; flu a led status: negative: off; flu b led status: negative: off. Product quality group provided investigational results on 29oct2024 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. No follow-up attempts are possible. Follow-up (29oct2024): this is a follow-up report from product quality group providing investigation results. Updated information: update the case type to product problem.